Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the battery cap had been replaced and battery issue remained. Customer's blood glucose was 112 mg/dl. Device was still going through batteries faster than usual. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.